Event description:
The facility representative reported an infuso.r. Pump with a condition of 'dropped'. The process step is unknown but the condition occurred in the central supply area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be related to the pusher block assembly. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. That was dropped was confirmed but not reproduced during product evaluation. This condition caused a broken pusher block. The pusher block was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.